Manufacturer narrative:
Product event summary: one controller and one battery, were not returned for evaluation. Log file analysis did not reveal any anomalies within the analyzed period. Visual evidence from site revealed that the controller recognized both power sources while the monitor was displaying power disconnect port two alarm. As a result, the reported event was confirmed. Based on the risk documentation, a possible root cause of the reported event may be attributed but not limited to a communication error between the controller and monitor and/or due to an intermittent connection between the controller/monitor and the data serial cable. Other devices involved in this event: brand name: heartware ventricular assist system - battery serial number: (B)(6) h6 method code(s): 4112, 4114 h6 result code(s): 3221 h6 conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery: (B)(4) / model #: 1650 / expiration date: 31-oct-2017, UDI #: (B)(4), device available for evaluation?: no. Device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 31-oct-2016. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a power disconnect alarm displayed for power port two of the controller when the controller indicated both batteries were attached. A low priority alarm was not heard on the controller. The battery that was in power port two was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the battery remains in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.